Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no images are displayed due to a failure of the quantum board. The root cause cannot be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high-definition lcd monitor lost its signal even though the power light was green. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported issue was confirmed, and was caused by a defective quantum board, and the cover had scratched on the edges. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.